Event description:
It was reported that during a laparoscopic sleeve gastrectomy, while using the handpiece for vessel sealing of stomach vessels, there was an energy activation issue and the sealing was inadequate or partial, despite evidence of energy delivery and end tones being heard. There was no re-grasp alarm or error. The device was plugged into a generator with software version 5.0. The surgeon noted the issue immediately upon use, and approximately three to four jaw cleanings were performed during the procedure. The procedure was completed using the reported device. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: lf1937, jaw lap lf1937 ligasure maryland 37cm (lot#51760248x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.